Manufacturer narrative:
(B)(4)

Event description:
It was reported pt felt shock and was in the ER because he was unable to move his leg. The clinician stated that pt was at home sitting in a chair and felt a shock and then was unable to move his leg. Add'l info was requested and will be provided when it becomes available.